Event description:
On (B)(6) 2012, the patient contacted animas to report unexplained high blood glucose (bg) excursions for past month. The patient stated her bg¿s were in the 300 to 500 mg/dl range with symptom of nausea. The patient reported correcting the high bg's via injections. At the time of troubleshooting, the patient reported that the high bg excursions started after she had went through airport security 2 times on (B)(6) 2012. Per the onetouch ping owner's booklet, users are advised not to expose the pump to xrays. The patient stated that she had changed sets, sites and insulin vials and has not been able to resolve the elevated bg readings. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The alleged hyperglycemia can be attributed to use error since the patient did not remove the pump prior to going through airport security as recommended in the instructions for use.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history did not reveal any alarms or pump conditions representing a malfunction. On testing, a load, rewind and prime sequence was performed with no issues. The pump was exercised for 29 hours and was noted to be delivering within the required specifications.